Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving drain complication encountered alarms during drain 2 of 7 of treatment. It is unknown at which point in therapy the leak may have begun. The patient noted the cassette film was broken and there were two holes in the cassette. The fluid leak did come in contact with the cycler. The patient stated they re-setup supplies and attempted to resume treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving drain complication encountered alarms during drain 2 of 7 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there were two holes in the cassette. The fluid leak did come in contact with the cycler. The patient stated they re-setup supplies and attempted to resume treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested but was not received to date.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of the cycler during step 9 after ending the patient¿s pd treatment. The patient reported receiving drain complication encountered alarms during drain 2 of 7 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient noted there were two holes in the cassette. The fluid leak did come in contact with the cycler. The patient stated they re-setup supplies and attempted to resume treatment. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.